Event description:
A report was received stating that during removal of the listed device, the cannula broke away from the administration set and remained inside the pt's skin. The pt was able to remove the cannula from their skin using tweezers. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.